Event description:
It was reported that the patient's mobile power unit (mpu) previously had no external power alarms (MFR# 2916596-2024-03128 and MFR# 2916596-2024-07437). The mpu was exchanged and returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not reproduced during testing of the returned mobile power unit (serial number: (B)(6)); however, a component issue which would have caused the reported event was identified. Inspection of the unit revealed that a capacitor on the power supply printed circuit board assembly (pcba) was nonconforming. This capacitor not performing as expected would have caused the reported event of the no external power alarms and no lights illuminating on the mpu. Multiple attempts were made to obtain additional information from the customer regarding the event (including providing log files); however, no additional information was provided. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba was nonconforming. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 15may2025. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the mpu, and to obtain replacements if needed. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.